Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is use error- poor aseptic technique.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On an unreported date, the patient experienced a break in aseptic technique described as the patient made a mistake and did not wear a mask. On (B)(6) 2011, the patient was hospitalized for peritonitis. The cause of peritonitis was the break in aseptic technique. Remedial treatment for the peritonitis was fortam 1gm three times daily (route not reported) and amikacin 125mg in first bag daily intraperitoneally. The event of peritonitis was resolving. The patient remained hospitalized. Dianeal pd2 ultrabag therapy was ongoing as was remedial therapies with fortam and amikacin. The outcome for the event of break in aseptic technique was not reported. The nurse felt the event of peritonitis was not related to dianeal pd2 ultrabag therapy. An assessment of causality was not reported for the break in aseptic technique.